Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, episode of non-sustained rv oversensing with noise was observed. Lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient was fine post-procedure.